Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) level reached 400 mg/dl, while wearing the pod between 4 and 24 hours. They reported receiving a high glucose hazard alarm at 3:50 a.m. And decided to remove the pod. The patient reported when the pod was removed, they noticed the cannula was not properly inserted in the infusion site (arm), causing insulin to leak out. The patient reported successfully applying a new pod and their bg levels normalized.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed that would contribute to the reported not sure properly inserted cannula. The cause of the reported not sure properly inserted cannula cannot be determined. A tear was observed on the external portion of the soft cannula from which fluid was observed to leak. The timing and cause of the observed tear could not be determined. The tear cannot be directly linked to the reported leaking event. No hazard alarm was generated. The formed needle tip was observed to be inadequate. The inadequate needle tip cannot be confirmed as the cause of the reported events.